Manufacturer narrative:
The root cause is attributed to a faulty fiber cable causing a communication issue with the patient side cart (psc) triggering error 319.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the fiber optic cable. The system was tested and verified as ready for use. The fiber optic cable is a scrap item and will not be returned back to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) for phone assistance regarding a non-recoverable fault. Tse reviewed the system logs and found error 319 for all the axes controller platform (acp) boards. Prior to the csr contacting tse, a hard power cycle on the system was performed, and system error 319 returned at power up. The csr was doing to disable the boom and finish the surgical procedure. Tse warned the customer that table would not be available after the surgical procedure is completed, and that they will not be able to drive the patient side cart (psc) or the boom. The customer will have to undock from the patient and get the universal surgical manipulator arms out of the way of the patient and manually drive the patient side cart away from the patient. A second call made to tse by the csr revealed that system error 319 returned. The error cleared once the system was power cycled. Acp1 and the acp5 nodes were missing. The system was restarted, and the error was cleared. Tse advised that the error could return. The procedure was completing as planned with no reported injury.